Event description:
It was reported, the patient¿s recharger ¿stopped working suddenly¿ with ¿no apparent issue.¿ troubleshooting of the recharger was attempted, but could not be completed ¿because, it wasn¿t even turning on.¿ the recharger issue was reported to have led to the patient¿s implantable neurostimulator (ins) fully discharging. It was noted, the ¿patient had to be hospitalized to receive intravenous medication¿ as a result of the event. It was further noted, the ¿patient was bedridden and could not perform any activity.¿ the patient was reportedly alive with injury at the time of report. The patient's recharger was to be replaced. Additional information was requested to determine any further actions or interventions that were performed to resolve the issue; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the ins "discharged completely because the charging system had presented problems." The patient "could not perform basic activities and remained lying throughout the period" as a result of the event. The "patient was hospitalized while waiting for the new device so that pain could be controlled via intravenous medication" for pain control (analgesics). It was noted the patient received therapy for "untreatable back pain due to surgery on the lumbar spine - failed back surgery."

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Manufacturer narrative:
Please note that upon further review, the device codes found \ have been updated at this time based on the additional information previously reported from 2015-oct-05.